Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high from 2012 to 2014 and hyperplasia. Previously administered products included for an unreported indication: topamax from 2008 to 2009. Concurrent conditions included diabetes since january 2014, depression, anxiety, breast mass, vitamin d deficiency, rash, shoulder pain, lumbar disc disease, uterine bleeding, cramp in lower abdomen, dysmenorrhea, uterine fibroid and uterine bleeding. Concomitant products included diltiazem since 2012, fluoxetine hydrochloride (prozac) since 2013 to (B)(6) 2018, glipizide since 2017, iron, lisinopril since 2012, metformin hydrochloride (meformin) since 2014 and venlafaxine from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy, long bleeding with large clots / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy uterus and cervix) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and genital haemorrhage had resolved, the menorrhagia, headache and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted:(B)(6)2013, removal date (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2017: simple hyperplasia.. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6)2017: a slightly thickened myometrium heterogeneous consistent with fibroid change but no discrete fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: heavy and long bleeding, clotting, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('heaving bleeding') in a female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high from 2012 to 2014 and hyperplasia. Previously administered products included for an unreported indication: topamax from 2008 to 2009. Concurrent conditions included diabetes since (B)(6) 2014, depression, anxiety, breast mass, vitamin d deficiency, rash, shoulder pain, lumbar disc disease, uterine bleeding, abdominal pain lower, dysmenorrhea, uterine fibroid and uterine bleeding. Concomitant products included diltiazem since 2012, fluoxetine hydrochloride (prozac) since 2013 to (B)(6) 2018, glipizide since 2017, iron, lisinopril since 2012, metformin hydrochloride (metformin) since 2014 and venlafaxine from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy, long bleeding with large clots / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy uterus and cervix) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and genital haemorrhage had resolved, the menorrhagia, headache and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2013, removal date -(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: simple hyperplasia. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: a slightly thickened myometrium heterogeneous consistent with fibroid change but no discrete fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: heavy and long bleeding, clotting, migraine. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr was received: case become incident. Lot number was added. The event injury was updated to new events: heavy, long bleeding with large clots, migraines, headaches, abdominal pain were added. Event outcome were added. Medial history, concomitant drugs and lab data were added. Reporter information were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.